Event description:
It was reported that the patient received delayed shocks for vt. After receiving unsuccessful atp therapy the patient's heart rate increased and due to device programming, additional atp therapy was given before hv therapy was delivered. It was also reported that the patient experienced syncope and fell, requiring sutures in his head. The patient was admitted to the hospital for monitoring. The device was reprogrammed and a follow up visit was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient underwent a vt ablation. At a subsequent follow-up, a mismatch between far field and near field r-waves was observed on stored egm. Programming changes were recommended. Device remains implanted.